Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 7044045, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
It was reported that the patient had an infection at the ipg and lead site. Symptoms of infection were inflammation at both incision sites. No device malfunction was suspected. The physician believed that the cause of infection was due to patient was rejecting the spinal cord stimulator (scs). The patient was placed on antibiotics which did not resolve the infection. The patient underwent an explant procedure.